Event description:
Hill-rom received a report from the account stating the left siderail is not latching. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the right siderail not latching due to a bent rail release latch handle. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right siderail latch to resolve the issue. Based on this information, no further action is required.